Event description:
It was reported that the customer was playing football and the pump touch screen became shattered; subsequently, customer could no longer interact with the touch screen. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.